Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient obtained a blood glucose reading of 450 mg/dl, and a positive ketones result of 3.7 mmol/l. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient's mother changed the patient's infusion site, cartridge and tubing, and gave the patient a correcting bolus using the pump. The patient's subsequent blood glucose readings ranged from 100 mg/dl to 140 mg/dl. Troubleshooting revealed there were no leaks found from the cartridge or in the cartridge compartment.